Event description:
Caller reported a minimum fill notification related to their insulin pump. The issue led to the customer's blood glucose level rising to 250 mg/dl, but no additional action was taken by the customer to address this high level, and assistance from a third party was not required. Technical support guided the caller through filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the caller to resume insulin administration.